Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer's blood glucose level was 600 mg/dl which was addressed by using an alternate pump for insulin therapy. Customer was unable to troubleshoot at the time of the call, but will attempt to resolve issue by changing the wall adapter and usb cable on their own.